Manufacturer narrative:
(B)(4).the customer service engineer (cse) found the flow sensor test had been overridden. All performed calibrations and tests were passed and the unit performed to the manufacturer's specifications.

Event description:
It was reported that the ventilator malfunctioned and the patient was transferred to another venilator without any reported harm.